Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the carealerts for device tone and home monitor for atrial impedance are both programmed off. The patient does not have an atrial lead. There was an observation on the carelink report saying atrial impedance greater than 2,500 ohms. This also shows up as a lead warning on the transmission event list. Device is still in use. No patient complications were reported as a result of this event.